Manufacturer narrative:
The UDI is unknown as the part/lot number was not provided. An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that on (B)(6) 2022, a portico valve was implanted. On (B)(6) 2022, atrial fibrillation occurred. No additional information was provided.